Event description:
The email received for the (B) (6) study indicated that the patient experienced neurological event explained as behavioral change, aphasia on the way home after the procedure. The patient was admitted to a different hospital for treatment which included aspirin and testing. The onset was sudden and the recovery was complete without residuals. The duration was less than 24 hours. Emergency cea surgery was not required. The diagnosis was tia. Testing indicated that the patient did not have a stroke. Pta was performed on an 80% occluded lesion in the ostium and proximal left internal carotid artery of 30mm in length in a 6.0mm vessel diameter. The lesion as moderately calcified with mild vessel tortuosity. The patient was asymptomatic at the time of the intervention. The lesion was pre-dilated. A 6mm medium support angioguard rx embolic protection device was successfully deployed. Then a 10x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 10%. The angioguard was removed and debris was found in the basket. The patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
Concomitant devices: ((B) (6) 2010): angioguard 601814rmc, (B) (4). Concomitants:medications (B) (6) 2010: intra-procedure- bivalirudin. Pre and post-procedure, aspirin and clopidogrel. Concomitant medications: ((B) (6) 2010): aspirin. The email received for the (B) (6) study indicated that the patient experienced a neurological event explained as behavioral change and aphasia on the way home after the procedure. The patient was admitted to a different hospital for treatment which included aspirin and testing. The onset was sudden and the recovery was complete without residuals. The duration was less than 24 hours. Emergency cea surgery was not required. The diagnosis was tia. Testing indicated that the patient did not have a stroke. The patient¿s medical history includes hyperlipidemia, CABG, smoking, coronary artery disease and hypertension. The index procedure consisted of pta on an 80% occluded lesion in the ostium and proximal left internal carotid artery of 30mm in length in a 6.0mm vessel diameter. The lesion as moderately calcified with mild vessel tortuosity. The patient was asymptomatic at the time of the intervention. The lesion was pre-dilated. A 6mm medium support angioguard rx embolic protection device was successfully deployed. Then a 10x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis measured 10%. The angioguard was removed and debris was found in the basket. The patient was neurologically intact upon leaving the angio suite. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.